Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 200 mg/dl, 300 mg/dl and 400 mg/dl at the time of incident and the current blood glucose level was 169 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. The customer stated that the auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer does not allege pump was under delivering. Customer stated insulin exited at the quick release. The customer remove the infusion set from body and observed cannula was bent. Explained bent cannula may interfere with the amount of insulin delivered. Customer reports they were unsure about basal rates and bolus wizard was programmed accurately or not. The device will not be returned for analysis.